Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced broken down mesh, hernia recurrence, adhesions, gastrointestinal complications, pain, defective mesh, scarring, disfigurement, psychological and emotional injuries, suffering, loss of enjoyment of life, disability, and loss of mental and emotional health. Post-operative patient treatment included revision surgery.